Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-nov-2020 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 05-jun-2019. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the patient had an apparent cardiac injury. The ipg was implanted and the delivery system was removed. A post-operative cardiac echo was performed and pericardial effusion was noted. A repeat echo was performed 3 days later, an apparent communication was noted between the rv and pericardium with an apparent pericardial effusion. The patient underwent surgical repair and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.